Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient complained of an overheated controller while connected to the power module at home. The controller and patient cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller overheating while connected to the power module was not confirmed nor reproduced. A review of the downloaded controller event log file spanned approximately 2 days ((B)(6) 2025 and (B)(6) 2025 per time stamp). The controller¿s internal temperature ranged from 35 - 48 degrees celsius, while operating the pump. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the downloaded controller periodic log file spanned approximately 12 days at 1-hour intervals (B)(6) 2025 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was returned for analysis and was functionally tested with the returned patient cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. Temperature testing was performed on the controller during mock loop testing. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. The temperature of the controller remained within specification during testing. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.